Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a scheduled follow up, 2 episodes of noise were observed. Provocative testing did not reproduce the noise. Review of the printouts showed noise. Possible lead damage is suspected. Lead remains implanted. Patient condition after the event was good.

Event description:
New information received notes that the lead was capped and replaced. The patient condition was good.